Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve was chosen for a procedure. During procedure, after the heart valve was implanted, it felt like something was stuck, and when it was rotated, one of the leaflet came off. There was resistance felt when rotating. The leaflet was recovered from the patient. A new non-abbott valve was chosen and completed the procedure while the patient was still on bypass. There was no reported adverse event. The patient was reported stable.

Manufacturer narrative:
An event of the dislodged leaflet upon rotation of the valve, and patient device interaction problem was reported. The investigation found that one leaflet was dislodged from the orifice. The recessed pivot areas, pivot guards, intact leaflet did not contain any visible evidence of surface damage or anomalies. The returned dislodged leaflet was noted to be fractured. Information from the field indicated that there was resistance while rotating the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. However it is consistent with an external force being applied to the valve or an attempt to rotate the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.